Event description:
A woman with parkinson's disease. Had right brain stimulator placed in 2007. Presents with open circuit in 2009, and recurrence of symptoms. Connecting wires to brain electrode were malfunctioning. Patient had to undergo another brain surgery to have wiring corrected. Dates of use: 2007. Diagnosis or reason for use: parkinson's disease.